Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure inserts/migration of essure device:uterus") in a 33-year-old female patient who had essure (batch no. L2843- not valid, 20222096-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Previously administered products included for birth control: ortho-evra patch from 2002 to 2009; for vaginal itching: lotrisone. Concurrent conditions included menometrorrhagia, vaginal itching and female condom (current method of contraception). Concomitant products included cetirizine hydrochloride (zyrtec) since january 2013 and medroxyprogesterone acetate (depo-provera) from january 2009 to december 2009. On (B)(6) 2009, the patient had essure inserted. In june 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In december 2011, the patient experienced pruritus ("itching"). In january 2012, the patient experienced fatigue ("fatigue"). In july 2012, the patient experienced weight increased ("weight gain"). In january 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, 6 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/cramping"), procedural pain ("painful post-operative surgery"), headache ("headaches") and hypersensitivity ("allergic reaction"). The patient was treated with colecalciferol (vitamin d), lotrisone and surgery (total hysterectomy, uterus cervix removed, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion and procedural pain was resolving and the dysmenorrhoea, abdominal pain lower, pruritus, migraine, headache, fatigue, weight increased and hypersensitivity had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, headache, hypersensitivity, migraine, procedural pain, pruritus and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Coils: right tube 12 of coils and left tube 3 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jun-2009: full occlusion of fallopian tubes ultrasound scan - on an unknown date: essure coil had migrated mammogram: no mammographic evidence for malignancy. Sonographically there are two benign cysts in the left breast. Current weight 170.00 lbs. Approximate weight at the time of essure placement 150.00 lbs. Lot number l2843 is not valid. Lot number: 20222096 is valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure inserts/migration of essure device:uterus") in a 33-year-old female patient who had essure (batch no. L2843, 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Previously administered products included for birth control: ortho-evra patch from 2002 to 2009; for vaginal itching: lotrisone. Concurrent conditions included menometrorrhagia, vaginal itching and female condom (current method of contraception). Concomitant products included cetirizine hydrochloride (zyrtec) since january 2013 and medroxyprogesterone acetate (depo-provera) from january 2009 to december 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pruritus ("itching"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, abdominal pain lower ("severe lower abdominal pain/cramping"), procedural pain ("painful post-operative surgery") and headache ("headaches"). The patient was treated with colecalciferol (vitamin d), lotrisone and surgery (total hysterectomy, uterus cervix removed, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea and procedural pain was resolving and the abdominal pain lower, pruritus, migraine, headache, fatigue and weight increased had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, headache, migraine, procedural pain, pruritus and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Coils: right tube 12 of coils and left tube 3 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes ultrasound scan - on an unknown date: essure coil had migrated mammogram: no mammographic evidence for malignancy. Sonographically there are two benign cysts in the left breast. Current weight 170.00 lbs. Approximate weight at the time of essure placement 150.00 lbs most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet medical record received. New reporters added. Plaintiff¿s demographics, historical condition, historical drug, concomitant disease and concomitant medication added. Essure indication updated and lot number added. New events itching, migraines / headaches, fatigue, weight were added. Lab data and treatment medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure inserts / migration of essure device:uterus") in a 33-year-old female patient who had essure (batch no. L2843 invalid, 20222096 valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Previously administered products included for birth control: ortho-evra patch from 2002 to 2009; for vaginal itching: lotrisone. Concurrent conditions included menometrorrhagia, vaginal itching and female condom (current method of contraception). Concomitant products included cetirizine hydrochloride (zyrtec) since january 2013 and medroxyprogesterone acetate (depo-provera) from january 2009 to december 2009. On (B)(6) 2009, the patient had essure inserted. In june 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In december 2011, the patient experienced pruritus ("itching") and hypersensitivity ("allergic reaction"). In january 2012, the patient experienced fatigue ("fatigue"). In july 2012, the patient experienced weight increased ("weight gain"). In january 2014, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). On (B)(6) 2015, 6 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/cramping"), procedural pain ("painful post-operative surgery") and uterine leiomyoma ("multiple fibroids"). The patient was treated with cholecalciferol (vitamin d), lotrisone and surgery (total hysterectomy, uterus cervix removed, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion and procedural pain was resolving, the dysmenorrhoea, abdominal pain lower, pruritus, migraine, headache, fatigue, weight increased and hypersensitivity had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, headache, hypersensitivity, migraine, procedural pain, pruritus, uterine leiomyoma and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Coils: right tube 12 of coils and left tube 3 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion ultrasound scan - on an unknown date: essure coil had migrated mammogram: no mammographic evidence for malignancy. Sonographically there are two benign cysts in the left breast. Current weight 170.00 lbs. Approximate weight at the time of essure placement 150.00 lbs lot number l2843 is not valid lot number: 20222096 is valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : event added- multiple fibroids. Events onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure inserts/migration of essure device:uterus") in a 33-year-old female patient who had essure (batch no. L2843, 20222096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Previously administered products included for birth control: ortho-evra patch from (B)(6) to (B)(6) ; for vaginal itching: lotrisone. Concurrent conditions included menometrorrhagia, vaginal itching and female condom (current method of contraception). Concomitant products included cetirizine hydrochloride (zyrtec) since (B)(6) 2013 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pruritus ("itching"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, 6 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/cramping"), procedural pain ("painful post-operative surgery"), headache ("headaches") and hypersensitivity ("allergic reaction"). The patient was treated with cholecalciferol (vitamin d), lotrisone and surgery (total hysterectomy, uterus cervix removed, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion and procedural pain was resolving and the dysmenorrhoea, abdominal pain lower, pruritus, migraine, headache, fatigue, weight increased and hypersensitivity had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, fatigue, headache, hypersensitivity, migraine, procedural pain, pruritus and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Coils: right tube 12 of coils and left tube 3 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: essure coil had migrated mammogram: no mammographic evidence for malignancy. Sonographically there are two benign cysts in the left breast. Current weight 170.00 lbs. Approximate weight at the time of essure placement 150.00 lbs. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. Event allergic reaction was added. Concomitant drugs are added. Events outcome updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain") and procedural pain ("painful post-operative surgery"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, back pain, dysmenorrhoea, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: essure coil had migrated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.